Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative noted that the door cover had been hit causing the winch cable to skip and not allow the door to close all the way. The rep adjusted the cover and door winch as well as the switches and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system will not calibrate.